Event description:
The customer reported that on (B)(6) 2012, her blood glucose measured 161 mg/dl at 9:50 pm and 217 mg/dl at 11:11 pm. By 5:07 am, it had reached 314 mg/dl. She noticed that the cannula never inserted and removed the pod.

Manufacturer narrative:
The product was evaluated and the reported needle mechanism failure was confirmed and its root cause was determined to be that the release bar was incorrectly installed. After re-seating the release bar, the cannula and needle assembly deployed as intended. Qualification records were reviewed and the product lot met all acceptable criteria. An investigation into this assembly error was conducted and corrective action was implemented. This product lot was manufactured prior to that implementation. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."